Event description:
Fracture of abutment : the abutment on tooth 36 broke itself. It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product was received and will be evaluated soonest. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.